Manufacturer narrative:
The reported event was lead perforation. As received, a complete lead with a stylet was returned in one piece with helix found extended and clogged with blood/tissue. Final analysis didn¿t find any anomalies.

Event description:
It was reported that the patient presented to the emergency department due to chest pain and shortness of breath. It was noted that the st segment was elevated. Computed tomography angiography (cta) confirmed that the right ventricular (rv) lead perforation with associated pericardial effusion. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.